Event description:
It was reported that suture placement was successful in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. Reportedly, the first proglide sutures were deployed and the device removed with no issues. The sutures of a second proglide were deployed; however, at the moment of reinserting the 0.035 guidewire through the guide wire exit port, the guidewire would advance approximately 1 cm and then stop. Multiple unsuccessful attempts were made to advance the guide wire. The physician used a smaller 0.018 guidewire which was able to be advanced through the device to maintain groin access to perform the index procedure. The aaa procedure was completed and hemostasis was achieved using the proglide sutures. The patient did not experience any adverse sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in the (B)(6). Patient reported to be approximately (B)(6) and thin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to re-insert the guide wire to maintain vessel access event was confirmed. The most probable cause for the reported event was determined to be most likely related to the operational context at the time of device use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.